Event description:
It was reported that the right atrial (ra) lead exhibited episodes of over-sensed noise and the right ventricular (rv) lead exhibited an unspecified failure. The leads were explanted and replaced. The patient was discharged.